Event description:
While setting up the mt-350 "notch version" breastboard to a 25 degree incline the technician leaned over the board to see if the other arm was seated correctly in its notch on the opposing side, their fingers positioned in between the top and bottom sections of the board near the pivot point. The board then collapsed crushing their fingers.